Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Parts remain with the patient so detailed physical evaluation of the parts is not possible at this time. Product development engineering visited the surgeon in person on (B)(6) 2018 to discuss use of the yukon system and address the event. Engineering presented on testing and technique activities. Rods not fully seated within the screw head could contribute to eventual set screw loosening. However, a specific cause for this event could not be confirmed.

Event description:
On (B)(6) 2018 it was reported to k2m, inc that a patient presented with possible back-out of set screw and polyaxial screw approximately 3 months post-operatively. Revision surgery is planned.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that a surgery took in which the surgeon experienced difficulty using the torque limiting handle intra-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the torque limiting handle was retained by the hospital, no physical evaluation could be performed, and the root cause of the reported issue could not be ascertained.